Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 8mm amplatzer septal occluder exhibited a cobra deformation during procedure. The cobra deformation was confirmed in the patient via fluoroscopy examination. There was no interaction with cardiac structures and no kink or angulation noted in the non-abbott delivery sheath. The decision was made to replace the 8mm amplatzer septal occluder with a 4mm amplatzer septal occluder to complete the procedure. Both the 8mm and 4mm amplatzer septal occluders had been sized using transesophageal echocardiography (tee). The patient remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications.

Event description:
N/a.